Manufacturer narrative:
The patient had the primary surgery on (B)(6) 2016. She reported some discomfort initially, the hip bursitis was diagnosed with hip bursitis. Hip scope was performed. The patient reported more pain in (B)(6) 2016 and x-rays in (B)(6) 2017 reveal cup had rotated. On 10 february 2017 the (B)(4) performed a clinical evaluation and commented as follows: early cup loosening in cementless tha on an elderly woman. Postoperative images are not available, so no analysis can be done. There is no report of a traumatic event. To date, no conclusion can be drawn. Batch review performed on 17 february 2017. Lot 151073: (B)(4) items manufactured and released on 11 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 17 february 2017 the (B)(4) performed a preliminary investigation based on the image received from the reporter and commented as follows: some evident fibrotic tissue was present in the external surface, on the polar region, and the ha coating appeared to be absorbed. From the received image it is not possible to determine the root cause of the event.

Event description:
Revision surgery performed because the cup had rotated.